Event description:
It was reported the patient requested a pocket revision, at the time of device replacement due to battery depletion, because she has pain later all over the device, which had migrated in the axillary direction. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found normal battery depletion.